Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he went to the hospital due to high blood glucose levels as high as 350 mg/dl and no delivery alarms. Troubleshooting was performed, and the insulin pump was programmed correctly, except for the time, which was an hour off. The insulin pump passed the prime and high pressure tests. Nothing further was reported.